Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) went out. Technical support (ts) provided the customer with the part number (a/24-canvys). No patient harm was reported. Investigation summary: the customer requested the part number to purchase a replacement display. There is insufficient information available to determine the cause of failure. This cns was installed on 06/28/2020 with no prior display failure history and no recurrence history for this device. Display failures are typically caused by damage to the screen, the power supply or the connector.

Event description:
The customer reported that the display on the central nurse's station (cns) went out. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) display went out and they had a spare; however, they need the display part number to purchase a new unit. Technical support (ts) provided the customer with the part number (a/24-canvys). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display went out. There was no patient injury reported.